Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9, h4 corrected: g1 the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees, caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an orif surgery for distal radius fracture on distal radius with the products in question. In the surgery, it was confirmed that when a 2.7mm cortical screw inserted in the vatcp extra long, the screw stripped off. The details are unknown. The surgery was completed successfully with no surgical delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: visual inspection of the returned device found threaded body of the screw is broken, remnant was not returned for revision. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), tightening in a misaligned position, unintended forces, anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors as stated in the surgical technique guide universal small fragment system, se_833017 rev. Ae, the following precautions are advised: avoid overtorquing when threading the drill guide into locking and variable angle locking screw holes. Overtorquing can give a false impression of guide seating. Overtorquing and cross threading may cause screw hole damage. Improper placement of threaded drill guide can led to locking screws not locking into the locking plate hole note: do not lock the screws at full speed to reduce the risk of stripping the head. This can make it difficult to remove the implant a dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the cortscr ã¸2.7 self-tap l18 tan would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device history review a manufacturing record evaluation was performed for the finished device product code: 402.878ts-15. Lot number: 16168p0. The product was released on: 07 may 2024. Manufacturing site: jabil grenchen. Expiry date: 01 may 2029. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.